Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin and a low reservoir. No blood glucose reading was recalled. The customer also received a motor error alarm during basal delivery. The insulin pump had not been dropped or exposed to moisture or a strong magnetic field. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.